Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
This device is part of the battery performance alert advisory and explanted. Patient was stable.